Event description:
On 11/5/97 the account reported an erratic glucose result of 86 mg/dl on a diabetic pt sample. The sample was retested and a result of 290 mg/dl was given. No treatment was given based upon the first reported result. No report of injury. The account uses sst tubes for sample collection and stated that clotting times were not consistent for all samples and range from 12-20 minutes. The customer was advised to allow 30 minutes for samples to clot, due to the possiblity of fibrin in the sample if samples are not allowed to fully clot prior to centrifugation.

Manufacturer narrative:
The event represented is addressed in the device labeling. It is unknown if a malfunction occurred. Complaint evaluation: during the initial investigation, the customer service center (csc) performed the standard maintenance and troubleshooting procedures, in which the customer verified that the mix arm, temperature, and voltage were acceptable. Quality control runs were also acceptable. The customer stated there were no instrument status or flags given and they would continue to monitor the instrument. They did not want service to investigate the event further. An alternate investigation was performed using trend analysis. No adverse trends for glucose, list number 1686 were observed. The customer's complaint was not verified with the trend analysis. This is the final report.